Event description:
It was reported that (2) devices were used during an unk procedure. It was reported by the rep that the hp052 devices were not working properly (no other details from staff). Another device was used to complete the case. There was no consequence to the pt.